Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. As a resolution programming changes were performed on (B)(6) 2025. The patient condition was stable.